Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm; model#: sc-4319, lot #: 20629356 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing discomfort at midline incision site. The physician discovered that there was a fluid build up and was causing discomfort. The patient underwent a revision procedure wherein the midline incision site was drained and treated. It was noted that the fluid build up was not procedure related. The patient was reportedly doing well.